Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.